Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, after buttons were not being consistently responsive. Customer's blood glucose was 73 mg/dl. No significant events leading to the alarm were recalled. The customer stated the insulin pump was being worn close to her armpit. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.